Event description:
Follow up received on (B)(6) 2024 to confirm that the patient was prescribed oral antibiotics. On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient developed a stoma site infection. There was a lot of discharge and the site smelled bad. The patient took an unknown antibiotic for a few days and everything was now fine. The stoma still had some pink discharge, but no smell, pain or fever.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient developed a stoma site infection. There was a lot of discharge and the site smelled bad. The patient took an unknown antibiotic for a few days and everything was now fine. The stoma still had some pink discharge, but no smell, pain or fever.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.